Manufacturer narrative:
Specific complaint lenses were not returned for evaluation. Accompanying lenses that were returned were evaluated and the results of the testing performed were all within specification. Additionally, a review of the lot device history records show that the product was manufactured, packaged, and released according to global and plant product specifications. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Doctor reported patient experienced redness and discomfort after having used product for 3 to 4 days. Doctor reports patient visited local urgent care center as a result. Medical documentation obtained relevant to this visit indicates patient presented with pain, photophobia and burning in left eye. During examination, doctor noted meibomian gland dysfunction in both eyelids and a tiny white dot on cornea at 12:30 inside pupil of left eye (os). Patient was diagnosed with contact lens related keratitis os and prescribed to use besivance eye drops 4x/day (qid) for 2 days and then 3x/day for the following two days. Doctor also advised patient to leave contact lenses out. Patient returned to urgent care center two weeks later after having resumed contact lens wear and after having experienced recurring issues. Medical documentation provided relevant to this visit indicate the patient presented with photophobia in right eye (od). Examination showed lids and lashes within normal limits (no meibomian gland dysfunction) and mild diffuse stippling of od and os cornea. Doctor diagnosed patient with bilateral keratitis. Doctor advised patient to discontinue besivance and instead prescribed ciprofloxin for both eyes qid. Doctor again recommended discontinuation of lens wear until patient was refit. Patient visited reporting doctor approximately one week later. Reporting doctor indicates patient has been refit and that patient is recovered.